Manufacturer narrative:
Prismaflex st150 set has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Initial reporter phone number: (B)(6). The actual device was not available; however, a photograph and a video of the sample was provided for evaluation. The visual inspection of the provided video showed a blood leak at the level of the male luer lock of the return line. The reported condition was verified. The cause was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during treatment with a prismaflex st150 set, an external blood leak was observed due to a cracked venous screw. The blood was returned and patient presented a blood loss of less than 150 ml. Treatment was discontinued and a new set was used. There was no patient injury or medical intervention associated with this event. No additional information is available.